Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined loss of connection. In addition, the probable cause of the loss of connection was determined to be the app crashed. The reported event of a pairing failure is reportable based on the finding of an app crash. No injury or medical intervention was reported.